Event description:
It was reported that during blocker tightening, xia deformity 5mm blocker inserter was broken. The broken parts were removed from the patient and the surgery was completed with the spare blocker inserter in the kit.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual inspection confirmed that the tip had fractured off of the main body. However, this tip was not returned back, so testing could not be performed on it. Review of the correspondence confirms that the event occurred during provisional tightening of the blocker. In deformity cases the rods are often not seated properly within the screw tulip, which may require that a large amount of force be applied on the rod to seat it properly. The surgical technique advises the user to persuade the rod and then provisionally lock, so that the inserter does not become the sole source of force persuading the rod into place. No manufacturing or material issues were identified during investigation. Conclusion: the most likely cause of the blocker inserter fracture is excessive torque applied to the inserter during tightening of the blocker.

Event description:
It was reported that during blocker tightening, xia deformity 5mm blocker inserter was broken. The broken parts were removed from the patient and the surgery was completed with the spare blocker inserter in the kit.